Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 11, 2020.

Manufacturer narrative:
This report is submitted on 04 november 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.